Manufacturer narrative:
The serial number for the cobas e 411 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e 411 was 402248 with an expiration date of 30-nov-2019. The ft4 iii reagent lot used on this cobas e 411 was 378826 with an expiration date of 31-aug-2019. The ft3 iii reagent lot used on this cobas e 411 was 396459 with an expiration date of 31-mar-2020. The investigation is ongoing. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter complained of questionable thyroid results for 4 patient samples on a cobas 8000 e 801 module. The patient samples were submitted for investigation where discrepant results were identified for 3 patient samples. There were discrepant tsh assay results identified for patient sample 1 between an e411 and the siemens centaur method used at the investigation site. There were discrepant elecsys ft4 iii assay results identified for patient sample 2 between the customer's e801 module, the cobas e 411 immunoassay analyzer used at the investigation site, and the siemens centaur method used at the investigation site. There were discrepant elecsys ft3 iii results identified for patient sample 3 between the customer's e801 module, the cobas e 411 immunoassay analyzer used at the investigation site, and the siemens centaur method used at the investigation site. It was asked but known if the questionable results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(4) for information on the tsh results and medwatch with patient identifier (B)(4) for information on the ft3 iii results. Refer to the attachment to the medwatch for all patient data. The customer's cobas e 801 serial number was not provided.

Manufacturer narrative:
Three samples were returned for investigation. The investigation reproduced the customer¿s roche results. An interfering factor in the samples was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.